Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a functioning outlet and wait at least 30 minutes for the pump to begin charging. The customer agreed to follow up once she reached her destination and attempted to charge the pump. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.